Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same incident as MDR# 1043534-2015-00030.

Event description:
Allegedly, the surgeon noted on clinical x-ray that this pt has broken both screws just at the first threads. No plan to revise as of now.